Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the helix would not extend even though it was rotated the maximum number of rotations. After the procedure, the physician observed the lead and silicon-like wafer was attached to the tip of the helix. It was noted that the operation material was left in a car for about two hours in the afternoon. That day was very hot and the temperature was above 40, which is the temperature limit of the product. The lead was attempted and not used. Another lead was used. There was also difficulty extending the second helix. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.